Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 1 of 3 on the homechoice machine(hc). The home patient(hp) stated that the third solution bag came disconnected from the setup. The technical service representative(tsr) assisted the hp to cycle power off and on to get to press go to start. The tsr advised the hp to dispose of the current supplies and start over with new supplies. The hp contacted this writer on (B)(6) 2011. The hp stated that after starting over with new supplies no further issues were found. The hp stated this has occurred once prior and has already been resolved. The hp stated they did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed and the assignable cause is determined to be due to one of the supply bags becoming disconnected without falling. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.